Event description:
It was reported that during a stenting treatment procedure, a balloon catheter was "defective." Vascular access was obtained via the left common femoral artery. The 85% stenosed ectatic lesion was located in the mid left external iliac artery. The lesion was pre-dilated with an ultra thin diamond balloon. The balloon was inflated to 6atm for 60 seconds and to 10atms for 15 seconds. Two non-bsc overlapping stents 10x60mm and 8x20mm were implanted, and the lesion was post-dilated with an ultra thin diamond 7.0x40mm balloon. The balloon was inflated to 12 atm for 45 seconds. No patient complications were reported. Final angiography images revealed "good results" with 0% stenosis noted. Product analysis revealed a shaft break.

Manufacturer narrative:
Device evaluation by manufacturer: initial visual examination of the returned device noted that the unit was returned in two sections, as a result of a break just proximal to the balloon (lapweld area). An examination of the break site found signs of tensile stretching. An examination of the balloon noted a build up of blood inside the balloon. This most likely occurred as a result of the break in the shaft. Due to the break in the shaft, it was not possible to inflate the balloon. No further issues were noted with the returned device. The manufacturing batch record review confirmed the device met all material, assembly, and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).